Event description:
Reportable based on device analysis completed on 29may2023. It was reported that resistance was felt during delivery and the coil was stretched. A 15mmx40cm interlock-35 coil was selected for use in the right internal iliac artery. During the procedure, the coil was delivered into the patient's body via the 5f imaging catheter and reached the target position. However, during delivery, great resistance was felt, and the coil was withdrawn and advanced again. After multiple attempts, it was found that the coil had been stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil was returned stuck inside the introducer sheath, and the pusher wire was also returned. It was necessary to make cuts in the introducer sheath to free the coil. The main coil was observed bent, detached, and stretched at the coil arm section. No more damages were observed. Under the microscope it was observed that the main coil was bent, detached, and stretched at the coil arm section. The functional test could not be performed due to the main coil and the pusher wire not interlocking. The coil dimensions that could be measured were inspected and were within specifications. This concludes the product analysis.